Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The physician did not know if infection was device or procedure related. The patient was stable post operatively.

Event description:
A report was received that the patient was having clear drainage from his ipg site. The patient will undergo a revision wherein ipg will be moved to his abdomen.

Event description:
A report was received that the patient was having clear drainage from his ipg site. The patient will undergo a revision wherein ipg will be moved to his abdomen.

Event description:
A report was received that the patient was having clear drainage from his ipg site. The patient will undergo a revision wherein ipg will be moved to his abdomen.

Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the ipg passed the visual and performance tests performed. The source of the complaint could not be determined. Residual gas analysis verified that the device insulation was not compromised. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.